Manufacturer narrative:
(B) (4). Potential causes for stent dislodgement may include improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, interaction with the lesion, accessory devices and/or previously implanted stents. The manufacturing records were reviewed for this lot, and there were no non-conforming material records that could have contributed to this event. In this case, the stent dislodgement may be related to interaction with the guiding catheter when the guiding catheter lost position in the vessel during the attempted stent deployment. Although there is no indication of a product quality deficiency, a conclusive cause for the reported stent dislodgement cannot be determined.

Event description:
Device issue: stent dislodgement. Time of device issue: during procedure. Adverse event: medical intervention to remove dislodged stent. It was reported that the procedure was to treat a mid right coronary artery (rca) lesion. The vessel was dilated. The guide wire was down in the distal pda and due to difficult guide catheter support, the guide wire came back to the distal rca. The guide wire was re-engaged and the 3.0 x 28 mm promus was advanced. The guide catheter lost its position during the stent deployment. The guiding catheter was pulled back and the cine showed that the stent delivery balloon was pulled back to the proximal rca. The stent had dislodged and was seen close to the aorta. A snare device was used to successfully remove the stent from the patient. There were no reported patient effects. No additional information was provided. (B) (4).